Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, it was reported that the pump malfunction". According to the report, the patient was discharged from the hospital and a field nurse visit later it noticed that the patient felt disoriented and sleeked dilauded (hydromorphone) and incorrectly mixed her veletri dose. It was reported that the patient's physician was notified, and the patient was readmitted to the hospital. No additional adverse effects were reported.